Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off and exposed the bare wire. No material appeared to be missing. The known common cause of this failure is mishandling/misuse. The electrical continuity test still passed. The fbf was transferred for advanced analysis. Primary fa was partially confirmed. When examined visually, it was verified that the conductor wire insulation had exhibited damage. However, in addition to the damaged insulation, when the instrument was inspected microscopically, some debris was able to be seen on the grip and pitch cables. This is a reprocessing issue. Site history review: as of 22-july-2020, a review of the site's complaint history does not show any additional complaints related to this product. A log review was performed for the fbf instrument reported in this complaint (pn: 470205-17, batch-sequence: n11200122-0182) and the following was found: the instrument was last used on (B)(6) 2020 on (B)(4). The instrument had 8 uses remaining and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. No photo or video was provided by the site for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, a defective wire was noted on the fenestrated bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed with the site that the issue was discovered during reprocessing. The site looked into the operating room (or) report and did not find any comments or concerns with the instrument during its use in the most recent procedure.